Event description:
It was reported to philips that not able to send the record for more than 2 hours during the testing.

Manufacturer narrative:
Updated component code and conclusion code.

Manufacturer narrative:
Updated health impact code - no health consequences.

Manufacturer narrative:
Updated health impact code - no health consequences.